Manufacturer narrative:
Failure analysis is unable to verify leak anomalies on two opened and used reservoirs due to the returned reservoirs are missing the barrels and transfers guards. The customer returned one stopper plunger and two plungers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states there was reservoir leak past the o-rings. The customer's blood glucose level was 289mg/dl. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.